Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an issue. Boston scientific technical services (ts) noted that over the past three weeks the outputs have had to be increased. Ts noted that the patient was not passed out. This rv lead remains in service. No adverse patient effects were reported.